Event description:
The patient presented to clinicians office on (B)(6) 2014 for a baclofen pump refill. The refill went without issue, however, the patient reported three hours after the fill there was an orange sized lump at their pump site. The patient alleged that "all of the drug from their pump came out and was under the skin". The patient further reported that "their pump site was squishy". The patient initially called in to the clinician¿s office at 9:30 a.m. On (B)(6) 2014. The clinician¿s office immediately advised the patient to come to the office for an evaluation. The company representative was at the clinician¿s office on an unrelated visit. The clinician¿s office called the patient to inquire when she would arrive for the evaluation of the pump. The patient indicated that they were still at home," had to feed their cats". The clinician¿s office asked the company representative to speak with the patient directly. During the direct conversation with the patient, the patient made the allegations regarding their pump site and reported symptoms of being cold last night and having decreased tone in the legs. The patient also had overdose symptoms. On (B)(6) 2014, additional information indicated that the clinician aspirated the medication out of the pump to check if it was the same as the expected amount and it was. There was no pocket fill. The clinic declined to provide additional information as there was no pocket fill. The patient was doing well and had recovered without permanent impairment. The device system was used to deliver compounded baclofen

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).